Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. On (B)(6) 2016, interrogation of the system controller during a clinic visit noted elevation in pump power above 8 watts. The submitted log file reviewed by the manufacturer's technical services representative noted a change on (B)(6) 2016 when the pump power began to trend upward to the 6-8 watt range. Prior to this, the recorded power was in the 4-6 watt range. At an unspecified time, there had previously been an unreported concern for pump thrombosis when the patient presented with elevated pump power in the 8 watt range. Additionally, the patient's lactate dehydrogenase level was elevated to an unspecified range that subsequently came down with a heparin drip. The patient had subsequently been discharged home after the pump power resumed to the baseline range. On (B)(6) 2016, the patient received a heart transplant. No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: additional information. The report of an upward shift in pump power was confirmed based on the analysis of the submitted system controller log file. The log file contained approximately 43 days of data which captured an upward shift in pump power from the 5-6 watt range to the 7-8 watt range. Based on the manufacturer¿s complaint history, elevations in pump power coupled with elevation in the patient¿s lactate dehydrogenase level could be indicative of potential device thrombosis. The pump was returned assembled with driveline cut approximately 5 inches from the pump housing and the severed portion of driveline was not returned. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered thrombus formations or depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces revealed that the outlet bearing ball and cup had been damaged prior to the device being returned. The examination also revealed that the screws which hold the inlet stator in place had been removed. Due to the missing inlet stator screw and damage to the outlet bearing ball and cup, functional testing could not be performed. The report of suspected thrombus and a specific cause for the elevations in pump power and the patient¿s lactate dehydrogenase level could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.